Manufacturer narrative:
D4: the device model and serial numbers or manufacturing numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint was a burnt charging cable.

Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable.

Event description:
A consumer alleged that their philips one power toothbrush device and charger burnt. No property damage and no injury were reported.